Event description:
It was reported that during implant the guidewire became stuck in the lead. When the guidewire was removed, it was noted that the guidewire was unbraided. The lead showed oversensing. The physician decided not to replace the lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.